Event description:
The top spring broke off from the panel access door hinge and was discovered by the manufacturer's customer service engineer at the bottom of the walkaway system. No report of injury.

Manufacturer narrative:
(B)(4). Issue associated with an inherent device and/or device component characteristic that is not satisfactory as specified or delivered. Conclusion: device not returned (B)(4) on 01/14/2015, the manufacturer customer service engineer (cse) was on site to resolve the issue on a separate complaint regarding the complaint of spring broke off from the panel access door hinge. Cse reviewed the parts provided by the customer and determined that these parts were not from the hinges but from the door latching mechanism attached to the left side of the door. The customer also clarified that the part (which was the latch adjustment screw) was the one that fell out of the instrument and was not ejected. Photos of the upper and lower hinges of the panel access door provided was also provided. Review of these photos revealed that one of the hinges was missing a spring. The interior of the walkaway system was searched and found the spring at the bottom of the system. On 01/15/2015, cse replaced the panel access door. The defective parts have not been returned to the manufacturer for evaluation.